Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high results compared to an emergency medical service (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013, at 2pm. The patient reported obtaining a reading of ¿310/dl¿ compared to ¿37/dl¿ on an ems meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However the patient reported on 08/10/2013 at 6pm a blood glucose reading of ¿37mg/dl¿ was obtained and the patient was treated with a glucagon injection. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and an approved sample site was used to obtain the sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue there was a delay in treatment, a severely low blood glucose was obtained by ems and the patient was reportedly treated for hypoglycemia by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/23/2013 and 8/27/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.